Manufacturer narrative:
Related manufacturer report number #2916596-2020-02908. User facility report # (B)(4) was received on 15may2020. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient with chronic history of (B)(6) and proteus driveline infection (previously requiring surgical incision and drainage) was presented with worsening driveline infection now growing corynebacterium and actinomyces. Surgical I &d will not be required at this time. Infection will be managed with 4-6 weeks IV antibiotics.